Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the south africa. It was reported on 18-sep-2024 that the patient went to hospital due to low blood glucose level. The insulin was administered via injections in the hospital. The patient admitted for less than 24 hours for the treatment. No further information available.